Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had a rash. The patient reported that she was allergic to nickel. The patient's physician recommended a cream to use. Follow-up indicated that the condition of the rash was the same and that the patient was not regularly wearing the device. The medical outcome of the rash is unknown.